Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the atrial lead exhibited noise resulting in inappropriate auto mode switch episodes. Programming changes were discussed. No intervention was performed. The patient will continue to be monitored. No patient symptoms were reported.

Event description:
New information notes that the patient presented to the clinic on (B)(6)2020, noise was still observed, and the physician will continue to monitor the patient. The patient is fine.